Manufacturer narrative:
Continued: e1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "folds, small cyst, capsular rupture and loss of definition of the trilaminar linear complex". This records is for the right side. Device remains implanted and is unknown if it will be returned.